Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient had a delayed hyphema one-week post-operatively that led to vision loss after a micro-stent implant procedure. Additional information received reports the patient experienced a suprachoroidal hemorrhage as well as an hyphema.

Manufacturer narrative:
No sample has been returned for evaluation for the report of delayed hyphema with suprachoroidal hemorrhage and vision loss; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Root cause: a sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. There is no mention of cypass system failure. A possible root cause is that suprachoroidal hemorrhage and postoperative hyphema are established risks associated with use of the cypass system, which are clearly specified in product labeling. (B)(4).